Event description:
Tech alleged that the bed had no hilow operation from the siderail control. Tech found fluid damage to the lockout board. No pt impact.

Manufacturer narrative:
The tech replaced the lockout board to resolve the issue.